Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387s-40, lot # va0lq80, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # va0mllr, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Event description:
Additional information received reported the healthcare professional (hcp) met with the patient the (B)(6) 2015 and they were doing much better. The patient had lowered their levodopa from 1200 mg to 300 mg per day and they had lowered their stimulation from 3.0 to 2.7v. The patient was much more stable with improved dyskinesia. The hcp did not think there was a device malfunction and the patient was to monitor their symptoms and report any changes.

Event description:
It was reported the patient had been falling a lot and they broke ribs and a laundry tub. The reporter did not know if the patient was taking a turn for the worse. Two days prior to this report, the patient met with their healthcare professional (hcp) and they did not do any adjustments or changes. The patient had hurt themselves from the falls and they have gone to the hospital. The reporter was looking for an hcp that new more about deep brain stimulation (dbs). Follow up with the patient¿s hcp indicated the patient¿s wife was concerned about the patient falling and they had found information that suggested a dbs system could cause or increase falling. The hcp followed up with the patient¿s wife on (B)(6) 2015 and they told the patient to turn the device off for four days, note any symptom changes, and call them back. The hcp had not heard back from the patient yet. Prior to implant, the patient had frequent falls and the falls had been no worse since the (B)(6) 2015 visit with the hcp. A follow up appointment was scheduled for (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.